Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer. Reportedly, a new cartridge was loaded and insulin delivery was resumed.